Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, (2) stardrive screwdrivers were bent and unable to assemble. The screwdriver ends were no longer sharp and were unable to hold onto screws. The issue did not occur intraoperatively. There was no surgical delay or patient consequence. There is no further information available. This report is for (1) stardrive screwdriver shaft t8 55mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.